Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 407658 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported the patient's cardiac resynchronization therapy defibrillator (crt-d) triggered an alert due to an excessively high charge time out. The patient was admitted to the hospital and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the returned device was inconclusive. Based on the destructive analysis results, no internal short occurred in the battery. There was localized li discharge along the edges and li isolation (severing) occurred in turns 6 and 7 and nearly complete isolation in segment 5. The anode severing resulted in a reduced li anode surface area, which caused an increased battery resistance. The increased battery resistance would result in a charge timeout during device use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.